Manufacturer narrative:
Reason for reoperation: rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "rupture/deflation and change shape/size/style" via national breast implant registry (nbir). This record is for the right side. Device status is unknown and it is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1.

Event description:
Healthcare professional reported "rupture/deflation and change shape/size/style" via national breast implant registry (nbir). This record is for the right side. Device status is unknown and it is unknown if the device will be returned.